Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be performed as no lot information was provided. Based on the available information we were not able to fully investigate this issue therefore a root cause cannot be determined at this time.

Event description:
It was reported that bd phaseal¿ injector luer lock n35 is separating from the connector during infusion, which stops the chemo. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ injector luer lock n35 is separating from the connector during infusion, which stops the chemo. No serious injury or medical intervention was reported.